Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint. The pneumatic block was replaced to address this issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to contamination of the device pneumatic block. Review of the device data logs revealed an internal battery error message and an error message ((B)(4)) related to a battery charger fault. The internal battery was replaced to address this issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure made concludes that the risk is acceptable. Resmed reference # (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The device to returned to resmed and an initial evaluation confirmed the complaint. When more information is available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or a serious injury reported as a result of this incident.